Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the end of the implant where it interfaces with the inserter split and broke off into a separate piece. The surgeon decided to leave the implant within the pt. The pt is reportedly doing well post surgery.